Manufacturer narrative:
B3 - date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that 20% of cassettes leaked from the tubing outlet after filling, despite the clamp being applied correctly. The issue has been observed since winter 2025 and occurs shortly after filling, when the coupling is disconnected. Leakage may begin immediately or within a few seconds. An extensive investigation confirmed no changes to the filling process parameters. The event occurred during one filling operation. There was no patient involvement. However, if the malfunction reoccurs it will expose the drug to patient/health care professional which may potentially impact health of the patient/hcp.